Manufacturer narrative:
A ge service rep performed a remote investigation. The rpeorted issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system froze and locked up. No pt serious injury or death was reported related to this event.